Event description:
The pt underwent aortic valve replacement with this 27mm sjm epic supra stented valve. The pt presented with shortness of breath and a left ventricular ejection fraction of 30-38%. The valve was explanted and replaced with another manufacturer's device. Following explant, thrombus and pannus formations were present on the valve.